Event description:
According to the reporter: the pediport was inserted into patient and when it was opened the part that holds it into place splintered. The fines expanded, however once they did, they were splintered. This was seen laparoscopically. This was removed and another pediport was used. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).